Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the patient/s suffer from any sign or consequence due to the issue? Please provide more details. What was the exact issue? Please explain. Did the needle got broken and at the same time did the needle and the suture got separated? Please clarify. This has happened several times already but the previous events were not reported" could you please clarify what do you mean by "previous events"? Did this issues reported occurred in other procedures or all occurred on this single procedure? Please clarify. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, suture was given to surgeon for closure and as soon as he put the first stitch the needle broke off. The suture separated from the needle. This has happened several times already but the previous events were not reported. There were no patient consequences reported. Additional information was requested.